Manufacturer narrative:
The screw has not returned for evaluation. Photographs were provided which confirm the event of the screw broken at the neck. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent spinal surgery on (B)(6) 2024. During a postoperative visit, imaging showed that two cannulated iliac screws had broken at the neck. A revision surgery was performed to remove and replace them. Four months later, a polyaxial iliac screw was also found to be broken at the neck. A second revision surgery was performed to remove and replace the screw. This is report 1 of 3.